Event description:
In 2007, the alarm sounded on machine warning that the ground was not plugged in, they verified the plug, the nurse looked at the skin where ground pad was located and noticed some pink, but no irritation. They retried the generator, no alarm sounded. The surgeon used the generator for another ? Hr and he indicated the handpiece felt hot to the touch. The case was completed. Ground pad was taken off, when pt was in recovery, the blister appeared. Pt had a joint implant, the implant was not between the grounding pad and the operative site. Rn stated, the burn was noticed in recovery and thought it to be an adhesive reaction at first, then a small blister appeared before pt was released. She did state that, this blister could occur due to adhesive from pad as well. Pad placed on right upper thigh and was a valley lab pad. Pt had a metal implant in the knee that was being operated on. Pt healed and is doing well. Rn did state that, the or has been doing this type of procedure for approx 5 yrs with no problems until now. She wonders if metal implant had anything to do with pad burn.

Manufacturer narrative:
Generator was tested and passed all functional tests. No problem found.